Manufacturer narrative:
On (B)(6) 2017, the customer reported that the bg level had stabilized. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level had been high (250 mg/dl) and a correction bolus was delivered to address the bg. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. The customer discussed the event with a healthcare provider and the pump settings (basal and correction factor) were changed to stabilize the bg levels.